Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 200 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer believes the occlusion alarms are due to the scar tissue; however, this could not be confirmed. The customer changed the site and resumed insulin delivery. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.